Event description:
It was reported that the piston on the pump was "stuck and not moving". The customer's blood glucose (bg) level was 400 mg/dl. The customer addressed their bg with a manual injection. Reportedly, the customer reverted to an alternate method of insulin therapy.